Event description:
According to the info provided the lengthener did not pre-distract to required start length prior to implanting. The surgeon implanted the tibial lengthener in the patients left tibia. An external fixation system was used to acquire lengthening resulting in a delay in the surgical procedure.

Manufacturer narrative:
This product is not sold in the u.s.